Event description:
Customer was hospitalized due to low blood sugar levels. Prior to hospitalization pump was bolusing without programminh.customer's father stated that when downloading pump,pump indicated boluses that were not programmed. Troubleshooting performed and pump appeared to be functioning as designed.